Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve procedure, the handle of the device jammed and could not be opened. Procedure was completed with a ligasure device. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # m9384v. The device was received in good physical condition. It was found that the device was slow to return to a fully open position. The amount of lubrication that is added to the internal components can at times influence how fast the jaws open and close. This could have impacted the opening and closing performance of the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). Opening and closing of the jaws multiple times prior to use will reduce or eliminate this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.